Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on with a high blood glucose level of 600 mg/dl. The customer was wearing the pump at the time of emergency room visit. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had no delivery alarms and experienced auto power offs from their insulin pump. Customer did not want to return the reservoir for analysis.